Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 failed and was unable to open. A field service engineer logged into diagnostics, released all pockets, removed all foreign objects and contaminants, confirmed all lights were working normally in the rear, reseated all cables and connections for drawer 3.1 and 3.2, and restarted station to resolve. The customer was able to use the drawer successfully and completed a few transactions with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had failed drawer 3.2. The customer stated that no delay, but this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.